Manufacturer narrative:
Date of event: used (B)(6) 2022 as the correct date was not provided. Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion was located in the non-tortuosity and moderately calcified artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed without any problems and the procedure was completed with another of the same device. There were no complications reported.

Manufacturer narrative:
B3 - date of event: used (B)(6) 2022 as the correct date was not provided. E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was returned in a deflated state. The device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. A pinhole was noted in the balloon material at 1mm proximal to the proximal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues on hypotube. A visual and tactile examination identified no issues shaft polymer extrusion. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that the balloon ruptured. The target lesion was located in the non-tortuosity and moderately calcified artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed without any problems and the procedure was completed with another of the same device. There were no complications reported.